Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc catheter for analysis. Signs of use were observed on and within the catheter. Visual inspection did not reveal any kinks, bends, or anomalies on the returned catheter. The catheter body length from the juncture hub to the distal tip measured 320mm , which is within the specification limits of 310mm - 330mm per catheter product drawing. The outer diameter of the catheter tip measured 1.43mm , which is within the specification limits of 1.40mm - 1.50mm per catheter product drawing. The inner diameter of the catheter tip measured 1.016mm, which is within the specification limits of 0.95mm - 1.02mm per product drawing. The catheter was functionally tested per the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe was used to flush each extension line, and no blockages or leaks were observed. The catheter flushed as intended. A manual tug test confirmed the luer hub was securely attached to all three extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a blocked catheter was not confirmed through complaint investigation of the returned sample. The catheter met all relevant dimensional and functional requirements. Functional testing of the returned catheter revealed the catheter flushed as intended with no blockages detected. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "unable to fill with water." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "unable to fill with water." The user changed to a new set. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".